Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. As of (B)(4) 2012, the generator has not been returned for evaluation. A follow-up report will be submitted following device evaluation.

Event description:
It was reported during surgery, there were repeated e8 (overcurrent) errors. The customer tried all the normal steps outlined in the user manual and still got the errors. They used a bovie knife which was available. There was no patient impact.